Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. As referenced in the summary of clinical studies, "type iii endoleaks caused by graft defects, inadequate seal or disconnection of the modular components were treated with additional ballooning or prostheses. As reported by the angiographic core lab, there were no type IV endoleaks during the u.s. Clinical study." Per cook inc qc instructions and associated drawings, each suture is 100% inspected for proper securement and to ensure that there is not excessive elongation of the graft material at the suture entry point. It should be noted that the date of the event is reported as (B) (6) 2009, but cook inc was not made aware of the event until (B) (4) 2009. The manufacturing records of the complaint device was reviewed. There were no abnormalities and the devices were manufactured to specification. Without images or additional info concerning the event, it is difficult to determine a root cause. The complaint correspondence indicates that a type iii endoleak occurred through a suture hole. There is no indication that the graft tore. Poor sealing was reported, evident by the additional endoleaks that were described (1820334-2010-00032). These additional endoleaks were described as type I endoleaks. The type iii endoleak was detected after resolving the other endoleaks. The location of the type iii endoleak relative to the main body graft was not reported. At this time, it is difficult to determine the type of endoleak based on the info provided. It is possible that there was no failure of the graft integrity, in which the endoleak would be reported as a type IV related to the suture. It is also possible that the graft material was damaged during intervention, resulting in a tear in the graft material. Each stent graft has suture entry points by design. Flow through the graft material or entry points stops upon coagulation of the blood in the device. It can reasonably be expected that an endoleak through a suture hole that was damaged or not manufactured to specification could resolve spontaneously, especially after the anticoagulant diminished. However, we are unable to determine the severity of the reported endoleak. Disconnection of the stent grafts or torn graft material will most likely result in intervention. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions required at this time.

Event description:
A male pt underwent aaa repair on (B) (6) 2009. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. A final angiography revealed proximal and contralateral distal type I endoleak (1820334-2010-00032). The physician additionally placed a large stent of another manufacturer at the proximal neck and placed additional iliac leg to contralateral distal portion. And then, it was confirmed that the proximal and contralateral distal type I endoleak was resolved, but that type iii endoleak occurred around from the z stent suture hole of the main body graft. In order to treat the type iii endoleak, the physician additionally placed a main body extension which resolved the endoleak. The pt's condition had no problem after the procedure.